Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized and had a no delivery and motor error alarm. The customer was admitted on (B)(6) 2013 with a blood glucose level of 27 mmol/l. The customer was treated with an insulin drip and the blood glucose level was 15 mmol/l at the time of the call. The customer had multiple no delivery alarms and a motor error noted in the alarm history. The customer stated having multiple bent cannulas, which may have contributed to the high blood glucose level. Trouble shooting was not performed. The insulin pump will not be returned for analysis.